Manufacturer narrative:
The reported 2.7 x 16mm nl low profile hexalobe screw was not returned for evaluation. Manufacturing and inspection records for 2.7 x 16mm nl low profile hexalobe screw (part number 3041-23016-s, batch number 537670) were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, a secondary fracture (longitudinal split) occurred in the patient's radius when the surgeon inserted a screw into the oval hole of the plate. The plate was changed to a long plate. The surgery was completed after a 20-minute delay. No other adverse patient consequences were reported.